Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call sensor glucose and blood glucose differences and has received unexplained alarms including threshold suspend. The customer's blood glucose reading was 321 mg/dl and 62 mg/dl for sensor glucose. Troubleshooting explained sensor glucose and blood glucose to customer and advised customer on proper insertion techniques. The customer indicated that the sensor was bent. The customer was advised that the device would be replaced.

Manufacturer narrative:
Sensor and performed continuity test, performed bicarbonate buffer test. Sensor failed per specifications with low readings. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.